Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic (date not provided) with complaints of abdominal pain, the presence of fibrin, and constipation (prior to abdominal pain). A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) ceftazidime 2000 mg daily and vancomycin 2000 mg every 5 days, however the patient¿s peritoneal effluent culture result returned positive for staphylococcus (date and species not provided), and the patient¿s ceftazidime was discontinued. Based on the communication from the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy utilizing the same liberty select cycler without any reported issues. Follow-up cell count results obtained on (B)(6) 2025 revealed the wbc count had decreased to 22 /mm3, and on (B)(6) 2025 the wbc count had dropped to 3 /mm3.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic (date not provided) with complaints of abdominal pain, the presence of fibrin, and constipation (prior to abdominal pain). A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) ceftazidime 2000 mg daily and vancomycin 2000 mg every 5 days, however the patient¿s peritoneal effluent culture result returned positive for staphylococcus (date and species not provided), and the patient¿s ceftazidime was discontinued. Based on the communication from the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy utilizing the same liberty select cycler without any reported issues. Follow-up cell count results obtained on (B)(6) 2025 revealed the wbc count had decreased to 22 /mm3, and on (B)(6) 2025 the wbc count had dropped to 3 /mm3.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain), constipation, and the presence of fibrin, which required antibiotic therapy. The etiology of the serious adverse events was not provided; therefore. Causality could not be established. However, staphylococcus is commonly found in the mucus membranes and on the skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Additionally, staphylococcus peritonitis is most frequently associated with a touch contamination event or lack of wearing a mask. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.